Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. (B)(4).

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments wer completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported corneal erosion of the right eye at 3 month photorefractive keratectomy (prk) post-operative visit. At visit patient complained of blurry vision. Additional information from reporter indicated a bandage contact lens was needed to treat the event and the patient's topical steroid dosage was increased which helped to resolve the reported issues.